Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarification was provided on (B)(6)2024.

Event description:
It was reported that sensor stopped working occurred. The sensor was inserted into the abdomen. Date of event is an approximation. On (B)(6) 2024, the patient reported that his dexcom did not work as expected. He could not get any readings on his dexcom. The patient could not remember what the alert was on the mobile device. The episode occurred after the sensor was inserted in the abdomen. The patient said that he went to sleep, and his son came later and checked on him. The patient was unresponsive and when his son checked his glucose level with a finger stick, he was 32 mg/dl. His son then called rescue and he was taken to the hospital. The patient was hospitalized, had a coma, a stroke, and heart failure. He was in the hospital for more than a week. The patient could not remember any medications administered to him by the hospital. At the time of the report, the patient was home and was recovering just fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H2: type of follow up - correction. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that sensor stopped working occurred. The sensor was inserted into the abdomen on (B)(6) 2024, which occurred 7 days after it was inserted in the abdomen. Date of event is an approximation. On (B)(6) 2024, the patient reported that his dexcom did not work as expected. He could not get any readings on his dexcom. The patient could not remember what the alert was on the mobile device. The episode occurred after the sensor was inserted in the abdomen. The patient said that he went to sleep, and his son came later and checked on him. The patient was unresponsive and when his son checked his glucose level with a finger stick, he was 32 mg/dl. His son then called rescue and he was taken to the hospital. The patient was hospitalized, had a coma, a stroke, and heart failure. He was in the hospital for more than a week. The patient could not remember any medications administered to him by the hospital. At the time of the report, the patient was home and was recovering just fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.